Event description:
Used metal insertion device during insertion. When implanted, the surgeon noticed a sliver in the "sylastic". On closer inspection, the defect was noted at the junction of the "sylastic" and electrode array. Surgeon explanted device. Device returned to MFR for testing.